Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, diopter unknown. The reporter indicated the lens had an over vault of 2 1/2 with temporal iris defect. The lens will be explanted and exchanged for a 12.6mm, also he will attempt to repair the torn iris. The vault was only high at the iris defect. There were no signs of any cyst or problem with the icl with ubm. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.